Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no issues found. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported performing cataract surgery with implantation of the istent in the patient's left eye. During surgery, the stent was released prematurely and the surgeon removed the inserter from the eye and the stent was observed laying in the angle. Heme was covering up the stent and the pupil constricted and when the heme was cleared, the stent was no longer visible. The surgeon was unable to locate the stent and it is presumed lost in the eye. No backup stent was implanted and there was no resulting injury to the patient. One-day postoperatively, the surgeon examined the patient, but was not able to locate the stent. He will try again at the next visit using b-scan.